Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2017-01724. Unique identifier (UDI) #: (device identifier) - (B)(6). Approximate age of device - 12 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 after presenting to the clinic with increasing pump powers, and rising lactate dehydrogenase levels. The patient had undergone a pump exchange on (B)(6) 2017 due to concerns of lvad thrombus and had been discharged on (B)(6) 2017. A system controller log file was submitted to the manufacturer's technical services representative for review which confirmed an increase in power and a decrease in the average pulsatility index over time. Additional information was requested but was not provided.

Manufacturer narrative:
No product was returned for evaluation. Analysis of the submitted system controller log file confirmed the report of increase in pump power as well as multiple pi events; however, a specific cause for the increase in power and pi events could not conclusively be determined through this evaluation. Additionally, a direct correlation between the device and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be established. The submitted system controller log file contained a slight elevation in power was noted on (B)(6)2017. Pump power, estimated flow, and average pi ranged from 5.2 to 8 watts, 4.5 to 9.8 lpm, and 2.5 to 6.7, respectively. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The cause of the power elevation could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.